Manufacturer narrative:
Product analysis: analysis found that the external pulse generator (epg) had a broken atrial output connector. It was also found that two knob encoders were contaminated. The upper case had some dents, the lower case was cracked at one boss, and the hanger assembly was cracked. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) that was returned for testing and calibration subsequently tested out of specification during man ufacturer's analysis. There was no patient involvement.